Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed, and no issues were confirmed by failure analysis. The instrument underwent external and internal visual inspections with no issue detected. The instrument passed the manual input articulation test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened, closed and grasped properly. The instrument passed the electrical continuity and energy delivery tests in various grip orientations. No motion related issues were detected during the failure analysis. The instrument was fully functional. No product issue was found. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed unexpected bleeding. The surgeon controlled the bleeding by clamping with a fenestrated bipolar forceps (fbf) instrument. The surgeon elected to convert the case to open surgery due to complication. The customer then used the emergency key to successfully remove the fbf instrument. The patient tolerated the conversion to open surgery with no reported injury. No system or instrument errors were observed at the time this event occurred. No video recordings of this procedure are available for review. The following information is unknown: the source and cause of the bleeding, the estimated blood loss volume associated with the bleeding, and what surgical intervention was rendered due to the complication.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.